Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation surgery, he was suffering from blur vision at all distance. He still has refractive error of +0.50 spherical and -1.5 cylindrical. Additional information has been received from consumer stating he had second opinion. According to him, he was advised to try spectacles with approximately ±2.0 diopter correction, which was also not working some time.

Event description:
Additional information has been received from consumer stating he had second opinion. According to him, he was advised to try spectacles with approximately ±2.0 diopter correction, which was also not working some time. Additional information was received and surgeon stated that temporal incision planned to reduce astigmatism.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).